Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that during insertion in anesthesia, the md found that the connection between the syringe/hub was loose. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint for a loose connection between the ars and needle could not be confirmed. The customer r eturned an arrow raulerson syringe (ars) and introducer needle along with a various other components. Visual inspection revealed that both components appeared typical and no obvious damage or defects were observed. Functional testing found the fit between the needle and syringe was secure and with no leaks. The taper of the ars was checked and the taper of the needle hub was checked. The taper of both components was found to be within the luer gage specifications. A device history records review was performed did not reveal any relevant findings. Therefore, no problem was found with the returned components. No further action will be taken.